Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to treat a 99% stenosed lesion within a severely tortuous, calcified unknown vessel. A 2.5x12mm taxus express2 drug eluting stent (des) had been chosen to treat the lesion. The physician was attempting to advance the device through an unknown type of 7f guiding catheter along with a known type balloon catheter. The stent delivery system (sds) became entwined with the balloon catheter and the edge of the stent was noticed to be "lifted up". The sds was removed from the body. The procedure was completed with an unknown device. There were no patient complications reported with the patient's current condition listed as "good".